Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event are currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event are currently unknown. There is no patient contact information to request the device to be returned. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event are currently unknown. The device has not yet returned to the manufacturer for evaluation as there is no customer information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section d4 was updated section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event are currently unknown. Section g3 was corrected to reflect the bad when new information was received.